Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02gnw, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were impedance issues after the clinician performed an impedance check. The representative was not sure what led to the event. A lead revision was performed and issue was resolved at the time of report. The patient was alive with no injury at time of reported event. The indication-for-use (IFU) was for gastrointestinal/pelvic floor.